Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it having a locked-up and unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive during use. There was patient involvement associated with the reported event. The reporter advised that the patient survived the reported event. There were no reports of patient harm as a result of the reported issue.